Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("perforated essure device,") and device breakage ("in fragment #2 essure coils") in a 36 year-old female patient who had essure inserted (lot no. He012xb) for female sterilisation. The patient had a medical history of pelvic pain female, pelvic pain female, dysmenorrhea, live birth (2), abortion (2), parity 2, multi gravida, menses irregular with excessive bleeding and allergy (soy cholecalciferol (vitamin d3) nifedipine). Previously administered products included: propranolol and sertraline. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2018, 426 days after essure insertion, she experienced fallopian tube perforation (seriousness criteria medically important and intervention required) and device breakage (seriousness criterion medically important). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomy). At the time of the report, the outcome of fallopian tube perforation was unknown. The reporter considered device breakage and fallopian tube perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2017: hysterosalpingogram indication: post-essure to evaluate tubal occlusion. Bilateral tubal occlusion observed with instillation of hsg dye. Procedure tolerated: well. Complications: none [pathology test] on (B)(6) 2018: surgical pathology final report: final diagnosis: a. Essure coil, excision: gross examination only. B. Right fallopian tube, salpingectomy: fallopian tube with no significant pathologic change. C. Left fallopian tube, salpingectomy: fallopian tube with no significant pathologic change. Clinical procedure: laparoscopic bilateral salpingectomy, essure removal, hysteroscopy, novasure endometrial ablation clinical history: menorrhagia, pelvic pain gross description: metal coil that measures 2.5x 0.2x 0.2 cm consistent with an essure coil. In fragment #2 essure coils are identified within the tube. The external surface is remarkable for paratubal cyst that measures 0.9 cm in greatest dimension and essure coils. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: fallopian tube perforation and device breakage. The most recent follow-up information incorporated above includes data received on: 17-nov-2023: medical record received. Reporters information added. Patient medical history and lab data added including pathology test. Lot number and expiry date added .non drug treatment updated. Events fallopian tube perforation and device breakage added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("perforated essure device,") and device breakage ("in fragment #2 essure coils") in a 36 year-old female patient who had essure inserted (lot no. He012xb) for female sterilisation. The patient had a medical history of pelvic pain female, pelvic pain female, dysmenorrhea, live birth (2), abortion (2), parity 2, multi gravida, menses irregular with excessive bleeding and allergy (soy cholecalciferol (vitamin d3) nifedipine). Previously administered products included: propranolol and sertraline. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2018, 426 days after essure insertion, she experienced fallopian tube perforation (seriousness criteria medically important and intervention required) and device breakage (seriousness criterion medically important). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomy). At the time of the report, the outcome of fallopian tube perforation was unknown. The reporter considered device breakage and fallopian tube perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2017: hysterosalpingogram indication: post-essure to evaluate tubal occlusion. Bilateral tubal occlusion observed with instillation of hsg dye. Procedure tolerated: well. Complications: none [pathology test] on (B)(6) 2018: surgical pathology final report: final diagnosis: a. Essure coil, excision: gross examination only. B. Right fallopian tube, salpingectomy: fallopian tube with no significant pathologic change. C. Left fallopian tube, salpingectomy: fallopian tube with no significant pathologic change. Clinical procedure: laparoscopic bilateral salpingectomy, essure removal, hysteroscopy, novasure endometrial ablation. Clinical history: menorrhagia, pelvic pain. Gross description: metal coil that measures 2.5x 0.2x 0.2 cm consistent with an essure coil. In fragment #2 essure coils are identified within the tube. The external surface is remarkable for paratubal cyst that measures 0.9 cm in greatest dimension and essure coils. Lot number: he012xb, manufacture date: 2016-08 and expiration date2019-08. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2018, 365 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 36 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2017, the patient had essure inserted. On (B)(6)2018, 365 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.